Event description:
Information received from the field does not address the patient's clinical status but notes that the device was labeled as a model 2102, but interrogation identified the model number as 2902. The identification number was not clearly visible on post-op x-ray.